Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-02813. It was reported that patient lost stimulation. Lead diagnostics showed that both leads had high impedances on all contacts. X-rays showed that both leads appear to have snapped at anchor site. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-03417. Additional information indicated that one of the leads was visibly fractured. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy restored.